Event description:
It was reported an angio-seal was selected for use. During the pull back process, the physician noticed the device ratcheted back and the green mark on the suture was missed. The device was deployed, hemostasis was achieved, and the patient was discharged home. Approximately twelve hours later, the patient returned to the hospital with a large hematoma at the puncture site. Manual pressure was applied and the patient stayed in the hospital over night for monitoring. The following morning, the patient was doing well and was discharged from the hospital.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.